Event description:
It was reported that seven years following the implant of this transcatheter bioprosthetic transcatheter valve, patient symptoms were noted. Echocardiogram was performed and showed aortic stenosis (as) with a mean aortic gradient of greater than 20 millimeters of mercury (mmhg). No treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data. H6. Additional codes. Product analysis: the suspect valve remained in the patient at the time of investigation completion; therefore, a return product analysis was not performed. Conclusion: the reported event was inconclusive/undetermined as insufficient information was provided to identify the failure mode. An effective investigation was not possible. A comprehensive review of the device history records for the suspect valve was performed. In this instance no manufacturing issues or signals that may have been causative in considering this issue were identified. There was no identified inadequacy with the device instructions for use (IFU) in relation to this event. The device failure mode was unidentified. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (e.g. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Elevated gradients can be related to valve related factors (e.g. Degeneration, thrombus, calcification, etc.) Or non-valve related factors (e.g. Lvot obstruction, patient pressures, lv dysfunction, etc.). Unfortunately, without a copy of the echocardiogram or procedural imaging for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported high gradient cannot be determined. However, due to the timeline of the event, the stenosis and high gradients are likely the result of evolving patient condition. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Corrected data. D. Suspect medical device manufacturer name and address d. Full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven years following the implant of this transcatheter bioprosthetic transcatheter valve, patient symptoms were noted. Echocardiogram was performed and showed aortic stenosis with a mean aortic gradient of greater than 20mm hg. No treatment was reported.